Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. See h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta 3.6mg there was a low draw. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1575, 1675, FDA patient problem code(s): 2199.

Event description:
It was reported that while using bd vacutainer® k2 edta 3.6mg there was a low draw. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low draw issue